Event description:
The physician reports, that a patient underwent cataract surgery with attempted implantation of the crystalens in the left eye, however, the lens would not fixate properly in the eye. The crystalens was removed without enlarging the original incision and replaced with a different lens model. Preoperatively, the patient's bcva was 20/25, current vision is 20/100 (unknown if bcva or ucva). Additional information has been requested from the physician.

Manufacturer narrative:
.